Event description:
It was reported that the pt stopped hearing with his device on (B) (6) 2009. The pt has not reported any head trauma or any other situation that may be related to the malfunctioning of the device. Nothing happened before the pt got this problem. The external parts were checked. They seemed to be working properly. Testing showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.